Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred after the device reached eol due to normal battery depletion.

Event description:
It was reported that the device entered backup vvi mode. Attempts to restore the device were unsuccessful. The device was explanted and replaced without complication. The patient was in good condition following the event.